Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve complete atrioventricular block (cavb) was identified and an extended duration of time was required to improve hemodynamics. The procedure was completed with continued temporary pacing and catecholamine support. Sinus rhythm was regained, but circulation was unstable due to bradycardia caused by the cavb. A permanent pacemaker was implanted two days following the implant of the valve. No further adverse patient effects were reported.